Event description:
The customer reported that the system had a bad interconnect cable and control board. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the control board and interconnect cable. The system operates as intended.